Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt's lead fractured at the ipg header. The pt's entire scs system was replaced with a new one. The pt's issue is now resolved.